Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a healthcare professional that they were seeing more implantable cardiac monitor (icm) patients with a high volume of pause episodes detected when using the new generation icm. The icm remains in use. No patient complications have been reported as a result of this event.